Manufacturer narrative:
GOOD FAITH EFFORT ATTEMPTS WERE MADE TO TRY AND RETRIEVE ADDITIONAL DETAILS REGARDING THE REPORTED EVENT, BUT FURTHER INFORMATION WAS UNABLE TO BE OBTAINED.

Event description:
IT WAS REPORTED THAT A DEATH OCCURRED. ON (B)(6) 2022, THE 3.0 MM X 24 MM TARGET LESION LOCATED AT THE PROXIMAL LEFT ANTERIOR DESCENDING VESSEL WAS PRETREATED WITH THE BALLOON ANGIOPLASTY CATHETER, SCORING BALLOON AND ROTATIONAL ATHERECTOMY RESULTING IN 20% STENOSIS AND TIMI FLOW 3. THE DIAMETER OF LARGEST BALLOON USED DURING PRETREATMENT WAS 3.0 MM X 20 MM WITH 2 BALLOON INFLATIONS REACHING A MAXIMUM OF 21 INFLATION PRESSURE. THE LESION WAS THEN SUCCESSFULLY TREATED WITH THE 3.0 MM X 30 MM AGENT DCB THAT HAD ONE INFLATION FOR 35 SECONDS REACHING A MAXIMUM INFLATION PRESSURE OF 15. DURING THE PROCEDURE PLAQUE SHIFT WAS NOTED. ON (B)(6) 2026, DEATH OCCURRED WITH AN UNKNOWN CAUSE.

Event description:
It was reported that a death occurred. In (b)(6) 2022, the 3.0 mm x 24 mm target lesion located at the left anterior descending vessel was pretreated with the balloon angioplasty catheter, scoring balloon and rotational atherectomy resulting in 20% stenosis and TIMI flow 3. The diameter of largest balloon used during pretreatment was 3.0 mm x 20 mm with 2 balloon inflations reaching a maximum of 21 inflation pressure. The lesion was then successfully treated with the 3.0 mm x 30 mm Agent DCB that had 1 device inflation reaching a maximum inflation pressure of 15. Plaque shift was noted after the procedure, and an additional device (POBA) was used. In (b)(6)2026, death occurred with an unknown cause.It was later reported that the cause of death was a cardiac event.

Manufacturer narrative:
Investigation Results:Device Analysis Findings: The device was not returned for analysis; therefore, a technical analysis could not be performed.Device History Record (DHR) Review:It was confirmed that this device met manufacturing specification prior to distribution and there no manufacturing deviations which could have contributed to the reported event. Labeling Review:Review of the Instructions for Use (IFU) confirmed there was relevant content and sufficient guidance with respect to the circumstances described within this complaint. No updates are required to the IFU as a result of this event. Risk Review: A Risk Review was performed and confirmed that the event was defined in the risk documentation. This event type has been accounted for during product risk analysis to support acceptable risk benefit for the product. Investigation Conclusion:Boston Scientific has assigned an investigation conclusion code of Cause Not Established based upon the information available. It was reported that the initial procedure was performed back in (b)(6) 2022 with no reported device malfunctions. The investigation identified no evidence of a manufacturing-related issue, no evidence of use inconsistent with labelled indications, and no objective evidence of device malfunction. In (b)(6) 2026, the patient was reported to have died from an unknown cause. There is no evidence that the use of the Agent device, over four years previous had any influence regarding the death of the patient.Good faith effort attempts were made to try and retrieve additional details regarding the reported event, but further information was unable to be obtained.